Manufacturer narrative:
Additional information regarding the model/serial combination of this product is being requested from the field. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was not properly positioned in the patient. The patient complained they could feel the tip of the electrode. Surgical intervention was performed and the electrode was repositioned and remains in service. It was noted there was extensive bleeding during the procedure as the physician had accidently cut an artery. This issue was resolved with the help of another vascular surgeon. No additional adverse patient effects were reported.